Event description:
A customer reported receiving lower readings while wearing the adc freestyle libre sensor in comparison to an unspecified meter and hcp meter. The customer reported sensor readings of 59 mg/dl, 55 mg/dl, 47 mg/dl, 63 mg/dl, and 50 mg/dl compared to finger stick readings of 103 mg/dl, 90 mg/dl, 126 mg/dl, 107 mg/dl, and 137 mg/dl obtained on an unspecified meter on an unspecified date. The customer experienced symptoms of tingling in hands and feet, nausea, vomiting, and anxiety. Customer was seen at the hospital where a reading of of 215 mg/dl was obtained on the hcp meter compared to 214 mg/dl on "his device". Customer was treated with unspecified units of insulin and the anti-anxiety medication, rivotril (clonazepam). It is unknown on what device the reading of 214 mg/dl was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving lower readings while wearing the adc freestyle libre sensor in comparison to an unspecified meter and hcp meter. The customer reported sensor readings of 59 mg/dl, 55 mg/dl, 47 mg/dl, 63 mg/dl, and 50 mg/dl compared to finger stick readings of 103 mg/dl, 90 mg/dl, 126 mg/dl, 107 mg/dl, and 137 mg/dl obtained on an unspecified meter on an unspecified date. The customer experienced symptoms of tingling in hands and feet, nausea, vomiting, and anxiety. Customer was seen at the hospital where a reading of of 215 mg/dl was obtained on the hcp meter compared to 214 mg/dl on "his device". Customer was treated with unspecified units of insulin and the anti-anxiety medication, rivotril (clonazepam). It is unknown on what device the reading of 214 mg/dl was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned, and the sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was inserted into sim-vivo test fixture to perform linearity test and linearity test passed. No malfunction or product deficiency was identified

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings while wearing the adc freestyle libre sensor in comparison to an unspecified meter and hcp meter. The customer reported sensor readings of 59 mg/dl, 55 mg/dl, 47 mg/dl, 63 mg/dl, and 50 mg/dl compared to finger stick readings of 103 mg/dl, 90 mg/dl, 126 mg/dl, 107 mg/dl, and 137 mg/dl obtained on an unspecified meter on an unspecified date. The customer experienced symptoms of tingling in hands and feet, nausea, vomiting, and anxiety. Customer was seen at the hospital where a reading of 215 mg/dl was obtained on the hcp meter compared to 214 mg/dl on "his device". Customer was treated with unspecified units of insulin and the anti-anxiety medication, rivotril (clonazepam). It is unknown on what device the reading of 214 mg/dl was obtained. There was no report of death or permanent injury associated with this event.